Manufacturer narrative:
The returned device was evaluated. The emitter wires were found to be inverted. Appropriate corrective and preventive action has been implemented. The mfg process was improved and a verification step was added to detect this condition. The customer's sensor was replaced. No pt injury was reported.

Event description:
The customer reported the following: "no signal".